Manufacturer narrative:
Follow-up #1 date of submission 04/26/2016-product analysis: the device was returned and evaluated by product analysis on 04/14/2016 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box revealed several unexplained voltage drops on 03/07/2016. The total daily dose history was appropriate for the programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s power draws were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a temperature issue. It was reported the patient's blood glucose was 22.6 mmol/l with extreme thirst. The reported health event does not qualify as a serious injury. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.